Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited increased thresholds and variable r-waves which were occasionally not measured due to intermittent dependence. It was also reported that the implantable pulse generator (ipg) battery longevity estimate was less than expected. The rv lead was reprogrammed and remains in use. The ipg remains in use. No patient complications have been reported as a result of this event.